Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during testing. The insulin pump passed prime/a33, displacement and basic occlusion test. The insulin pump has cracked reservoir tube lip and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped, but was worn while taking an x-ray. Advised customer to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 151 mg/dl at time of reporting. Nothing further reported